Event description:
During servicing of this unit, the field service engineer (fse) found that the blower is not running. The fse reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that several pins of the analog switch u33 on the mc board had failed which shorts to ground. This caused the internal 5v supply voltage and the adc reference voltage to fail as well as some motor control signals. Replacing u33 resolved the problem.